Event description:
The doctor was attempting to place the catheter, but it would not bend appropriately and did not go into the body properly. The device was removed and replaced by another catheter, (same type of device, and the same manufacturer) which worked fine. The patient was not harmed as a result of this incident.